Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint was not confirmed. The unit inspected and tested found unit passed all functional tests. All video output signals and images tested normal. However, the pip connector was found corroded and needs replacement. The unit had old version main switch. A moisture stain on front panel and minor scratches on top cover not affecting the unit¿s function. The unit passed electrical leak test and all functional tests. All video output signals and images tested normal. The instruction manual provides the user several warnings to prevent systems complications. ¿wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Do not soak in water, autoclave, or gas sterilize the video system center. These methods will damage it.¿

Event description:
The service center was informed that the connector pins of the device were noted to be broken. There was no patient involvement reported.